Event description:
The customer reported that the insulin pump kept alarming calibration error, lost sensor, and weak signal. Her sensor readings were inaccurate. Her blood glucose level was 41 mg/dl but her sensor glucose reading was 81 mg/dl. The customer experienced a low blood glucose level and her husband called 911. The paramedics gave her b50 and a glucagon shot which brought her blood glucose level to 41 mg/dl. The customer was not hospitalized. She is pregnant. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.